Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab. Results as follows: test: 1, inratio: 1.1, lab: 1.9.

Manufacturer narrative:
In 2009, end-user report accuracy discrepant test result. Mean calculation resulted roth inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Strip lot# 070510 expired on the last day of 10/2008. Product deficiency not established. Product is not expected to return. No further action required.